Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, the physician successfully performed a pre-cut at the papilla using this needle knife. He checked that the needle was pulled back / retracted before it was pushed through the scope. During the second attempt when the needle was pushed out from the catheter, the needle fell apart / detached from the tip. No power was applied at this moment. The procedure was completed with another rx needleknife sphincterotome. There were no pt complications reported as a result of this event. The physician made no attempt to retrieve the detached needle and indicated he does not consider the needle detaching as bringing any harm to the pt. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (expected to be passed via normal peristalsis). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).